Event description:
It was reported when using the pyxis medstation es system ced cc d experienced overall slowness, resulting in an extended duration for the user during the login attempt. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the experienced overall slowness, resulting in an extended duration for the user during the login attempt. A technical support specialist changed the speed and duplex to 100 megabits per second and a half duplex and restarted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.